Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal was not reported. The patient experienced peritonitis, not requiring hospitalization. The patient was treated with injections of vancomycin, 2gm stat, reflin 1gm and fortum 1gm daily. The root cause of the peritonitis was unknown. The patient was recovering from this peritonitis event.